Event description:
Difficulty inserting capsule introducer down at 35 cm, applied suction and had more difficulty removing the ph capsule introducer. Advanced scope to the level where the ph probe should be and it was not there. Finally located the ph capsule in the oropharynx. Retrieval efforts required bronchoscopy.